Event description:
The customer reported via phone call that he had a sensor glucose versus blood glucose differences. Customer's blood glucose was 156 mg/dl. After troubleshooting was done, the customer was advised that we would replaced sensor as courtesy. Customer was advised to do the calibration factor formula for blood and isig too see if it's a good time to calibrate.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.